Event description:
The user reported that the pump caught fire and that it appears that there was fluid ingress at the mains inlet. No add'l info provided. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident.

Manufacturer narrative:
(B)(4): the device was received by carefusion on (B)(4), 2010 and is currently under investigation. A follow-up report will be issued once this is completed.